Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4)

Event description:
The customer stated that the touchscreen display is dark during cycle on but there is an audible alarm. There is no patient involvement reported.